Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - (B)(4).

Event description:
The customer initially complained of erroneous low results for 1 patient tested for troponin t hs (high sensitive) ¿ troponin t hs on a cobas 8000 e 602 module. The initial troponin t hs result was 8.65 ng/l. This result was reported outside of the laboratory where it was questioned since it didn't fit the clinical picture for this patient. The sample was repeated and the result was 222.7 ng/l. The previous troponin t hs result for this patient was 147.5 ng/l. Additional samples were obtained from this patient where they were tested in duplicate. The initial and repeat results corresponded to one another. Additional sample 1 initial result was 254 ng/l and the repeat result was 258.9 ng/l. Additional sample 2 initial result was 223 ng/l and the repeat result was 221.2 ng/l. Additional sample 3 initial result was 148 ng/l and the repeat result was 153.5 ng/l. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 195500. The expiration date was not provided. After the initial point of contact the customer provided additional discrepant results for other patients tested on the same line of the e602 module. Refer to attached data for these results. The customer inspected the sample probe and thinks the probe insulation is breaking down. The e602 module the customer is using came from a different site. The sample probe on the module may have been the same sample probe that had been in use at the previous site. The customer replaced the sample probe.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and replaced valves on the instrument. The customer initially complained of low troponin t hs results which are typically caused by sample pipetting issues. The customer suspects a sample probe issue. The picture provided by the customer shows particles which most likely were from sample splashes. These splashes would be caused by clots or bubbles in the sample. The sample typically doesn't reach the sample probe but stays within the tip. The customer also complained of high troponin t hs results which are caused by other issues such as pre-analytics and sample/reagent handling. The investigation is ongoing.

Manufacturer narrative:
The field service representative (fsr) replaced the prewash sipper unit. After the sipper was replaced the customer ran tests in duplicate for 4 days and had no further issues with results. The customer feels the issue has been resolved. The root cause of the event was an issue with the prewash sipper unit.